Event description:
On (B)(6), an alif cage on a l5-s1 level. The cardan screwdriver did not hold the screw very well. During the insertion of the 4th screw, the screw driver came loose from the screw head and the stardrive/torx of the screw was turned dull. The screwdriver could not turn the screw any longer. The screw protruded from the cage plate and could not be taken out either. The surgeon has left the screw as is and finished the surgery. A complaint was not made as the thought was that possibly the alif screw may have touched one of the pedicle screws in the vertebrae, as it was a revision of a posterior fusion. The surgeon has not verified this during the surgery. He will however do a post-op x-ray soon and share this with us. Nevertheless after surgery the screwdriver screw-holding sleeve cannot hold a screw any longer and a complaint should have been written immediately. MFR #3005180920-2015-00103.

Event description:
On july 3, 2015, the r&d spine project manager analyzed the retrieved items with the following comment: the tip (torx t20) of the screwdriver is undamaged. The functionality of the alif screwdriver universal joint to insert and temporary fix the screw into the plate is not compromised. The alif screwdriver bush is deformed. In fact two dimensions are out of specification, the dimension 10 (05.4 0/-0.05) and dimension 14 (05.7 +0.1/0) are bigger. For this reason, the functionality of the alif screwdriver universal joint (03.30.10.0003) to retain the screw is completely compromised. According to the batch record, the two dimensions (10 and 14) of the alif screwdriver universal joint (reference 03.30.10.0003, lot 1214291) were within the specifications. So the deformation of the alif screwdriver bush can be caused by the application of an uncontrolled torque on the screw during insertion, that can cause uncorrect position of the bush refer to the screw and a deformation of the bush itself. On july 27, 2015, it was prepared a final report with the information collected during the investigation, already reported in the initial report and here above. On july 28, 2015, the report was sent to the initial reporter and the case was closed. In the related surgical technique, it is reported the following warning: "when using the awl/drill universal joint instruments do not over-angle the distal tip to avoid mechanical blockage. Also avoid non-axial overpressure that may cause tip damage/breakage." Ref MFR # 3005180920-2015-00103.